Event description:
Reporter alleged the blood glucose monitoring device's test strip vial has missing information on it. Reporter stated part of the mouth and numbers of the expiration date are missing. Reporter indicated no treatment was received as a result of the alleged event. A request was made for the return of the suspect product and replacement product was sent.